Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to field f10 and h6: impact codes.

Event description:
It was reported that this right atrial (ra) lead has perforated through the patient's heart during the device implant. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead has perforated through the patient's heart during the device implant. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.